Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for internal battery capacity, lcd screen test and 240 vac power source during testing. The device passed all the tests.